Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the circumstances that led to the intermittent stimulation, constipation, and urinary symptoms were no instruction and no manufacturer representative. There had also been no steps taken to re solve these issues so they were still present.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The consumer reported that the patient turned their device on and it didn't seem to do anything. Every once in a while the patient's right side implant would work, they felt stimulation, and then it went away since implant on (B)(6) 2015. The patient felt stimulation intermittently, but did not feel any stimulation with their left side implant since (B)(6) 2015. The patient noticed they were constipated in 2015, probably after implant. The patient had irritable bowel syndrome (ibs) and diarrhea for 15 years and then all of the sudden they had constipation. The patient had the device for their bladder. Every once in a while the patient wet themselves at night since 2015. Their health care provider (hcp) gave the patient 2 medications that they had taken before and it helped them. With both medications and the device, the patient was not wetting as much as they used to. The hcp turned stimulation pretty high and then turned it down to a comfortable level. The patient saw another hcp in (B)(6) 2015 and they requested a manufacturer representative to get in contact with the patient, but they never did. The patient thought it was a waste of time and was not happy. The patient knew how to see if their implant was on and would call back if they still had problems. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.